Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, and additional code added to h6 investigation conclusions.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause for the thickened tissue/scarring at the inflow of the valve frame could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve overexpansion by the non-ew balloon) in combination with patient factors (female gender, advanced age) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years post implant of a 23mm sapien 3 ultra resilia valve in the aortic position, elevated valve gradients were observed. The physician noted valve recoil to approximately 21-22mm in diameter, along with thickened tissue/scarring at the inflow of the valve frame resembling a continuation of the left ventricular outflow tract (lvot). The valve leaflets appeared normal, with no evidence of calcification or thrombus. The original deployment volume was uncertain and may have been below nominal. A 23mm non-ew balloon was used for post-dilation via a 14f sheath. Upon inflation, the valve expanded quite a bit and pressure was low. Mild central aortic insufficiency and a pericardial effusion were observed. A dissection in the lvot was also noted. Protamine was administered to manage bleeding, and approximately 500cc of fluid was drained during a pericardial tap, though clot formation occurred in the pericardial space. The patient remained stable, and the procedure concluded with a plan for ongoing monitoring. There is no additional plan for reintervention. The perceived root cause of the lvot dissection was over expansion of the sapien 3 ultra resilia valve with the non-ew balloon, or post dilation of the non-ew balloon being too large for the patient's anatomy.